Event description:
After an ir45v reload had been fired in a right upper lobectomy procedure it was observed that adequate hemostasis had not been achieved. It was further noted that some staples had not been properly formed. As a precaution the staple lines were oversewn.

Manufacturer narrative:
The returned ir45v reload was visually examined and was found to be within specifications. The concomitant device (i45v) was also visually and functionally tested and met visual and performance specifications. The root cause of the alleged malfunction could not be determined.